Manufacturer narrative:
Steris contacted the user facility to obtain additional information regarding the reported event. During follow-up with user facility personnel, it was disclosed that at the time of the reported event, a steris service technician was performing service on the capital equipment and in the process had "spilled" the rapicide pa high-level disinfectant. The rapicide pa high-level disinfectant was properly cleaned up by user facility personnel following the reported event. The steris service technician completed his service activity and returned the unit to service.

Event description:
The user facility reported via chemtrec report that an employee experienced eye and throat irritation after rapicide pa high-level disinfectant "spilled" within their unit. Chemtrec offered medical assistance and a copy of the safety data sheet (sds) however, the employee declined. No medical treatment was sought or administered. Procedure cancellations were reported.